Event description:
Attorney reported: on (B)(6)2005, patient underwent a ventral incisional hernia repair surgery. Patient's hernia was repaired with a kugel composix e/x mesh patch and she recovered from the surgery. On (B)(6)2008, patient began experiencing severe abdominal pains. On (B)(6)2008, patient was admitted to the ER with complaints of nausea and severe lower quadrant pain. The CT scan revealed a pocket of fluid had developed over her composix e/x patch. It was discovered that the patient was suffering from an abdominal wall abscess and much of her abdomen had become septic. On (B)(6)2008, patient underwent surgery in which the surgeon removed the composix e/x patch implanted in her. During the surgery, it was discovered that the composix ex patch had caused a colonic fistula that had to be repaired. Following the surgery, the surgeon reported to patient's husband that the memory recoil ring in the hernia mesh patch "had perforated the bowel." Patient remained hospitalized for 14 days. She subsequently endured a painful and protracted recovery process during which his activities were restricted and she was unable to lift anything over 25 pounds. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The reported product problem of the memory recoil ring in the hernia mesh patch "had perforated the bowel" is not a valid statement as the composix mesh e/x product does not contain a memory recoil ring. No conclusion can be drawn at this time.